Manufacturer narrative:
Evaluation of the second returned ruby coil confirmed that the embolization coil was detached and stuck inside the returned lantern. Evaluation revealed that the pusher assembly was kinked and fractured, and the pull wire was retracted out of the distal fractured segment. If the ruby coil is advanced against resistance, damage such as kinks may occur. Subsequently, retraction of a kinked pusher assembly may worsen to a fracture, resulting in the embolization coil detachment. Further evaluation revealed bends along the pusher assembly and offset coil winds on the embolization coil. This damage was incidental to the complaint and may have occurred after removal of the device from the procedure or during packaging for return to penumbra. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a ruby coil, a lantern delivery microcatheter (lantern), a non-penumbra diagnostic catheter, and a non-penumbra sheath. During the procedure, the physician was experiencing resistance advancing the distal end of the lantern through the diagnostic catheter. The physician was then advancing a ruby coil through the lantern, but the ruby coil became stuck at the distal end of the lantern. While attempting to retract the ruby coil, the physician experienced resistance, and the ruby coil had unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed and the physician noticed the lantern was kinked. The procedure was completed using new ruby coils, new pod packing coils (packing coil), a new lantern, the same diagnostic catheter, and the same sheath. There was no report of an adverse effect to the patient.